Event description:
It was reported that during a generator change out for normal eri, externalized conductors were observed on the riata lead. The electrical function of the lead was tested and no anomalies were detected. The patient will be monitored routinely.